Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201576 were confirmed to be defective via retains. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter claimed that the patient's blood glucose elevated from 200-300 mg/dl and that there was a cartridge leakage issue with lot# b201576. There was no report of symptoms or medical intervention that would suggest acute complication of diabetes at the time of concern. It was reported that the patient had a cold. The patient could not provide any details regarding date of leakage or how high blood glucose correlated to a cartridge leakage at the time of concern. During troubleshooting, the animas healthcare provider concluded that the patient's high blood glucose may have been due to a site issue or need for clinical insulin adjustment. This complaint is being reported as a malfunction due to the alleged cartridge leakage issue. The patient's blood glucose of 200-300 mg/dl without any symptoms or medical intervention does not meet animas' criteria of a serious injury.